Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported error. All components of the pump head were inspected and no faults were identified. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an alarm message during a procedure. The user cycled the power but was unable to clear the alarm. The driver was replaced and the case was finished without any other issues. There was no report of patient injury.